Event description:
The user facility reported that blood was observed leaking from the tubing connection between the heat exchanger and the oxygenator during a bypass procedure. Bone wax was used to stop the leakage. It was determined that it was not necessary to change out the unit and there were no reported patient complications.